Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient in (B)(6) and health care provider via the representative. The patient was receiving oxycodone 10mg/ml at a dose of 4.5 ¿mg/ml¿ via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. The indication for use was not provided. It was reported that on approximately (B)(6) 2016 during normal use the pump began beeping and the patient experienced withdrawal symptoms. The physician decided immediately to change the pump to see what was blocked and the state of the patient. Before changing the pump, troubleshooting and interventions taken included trying to ¿upgrade¿ the pump but a new reading just before the replacement (15:30 h) noted that it was still blocked. It was not known what led to the event ¿because it was blocked¿. The catheter was still in ¿perfect¿ condition. The pump was explanted and replaced on (B)(6) 2016 and was expected to be returned. Of note, the pump restarted itself after being explanted. At the time of the report, the issue was resolved and the patient¿s status was reported as ¿alive-no injury¿ and the patient was well. The cause of the stall and length of the stall and error messages were not reported. These have been requested but were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-2015 additional information was received from the representative who reported that the patient's withdrawal symptoms were produced on (B)(6)2016. The patient was not exposed to anything and the cause of the stall was not reported. No other error messages were present other than the previously reported message that the pump was blocked. The pump was stopped more than 24 hours without justification. The physician decided to change the pump to ensure the well-being of the patient. The pump was reported as "sent".